Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
A renal artery stenosis was predilated with a balloon and when the first paramount mini was advanced out of sheath, it would not cross lesion. When the paramount mini stent was attempted to be retracted into the sheath, the stent came off the balloon. The undeployed paramount mini stent was advanced down to the external iliac and deployed at that site. A 2nd paramount mini was introduced thru guide sheath and the same thing happened, where the stent came off the balloon. Again the undeployed stent was pulled down to the external iliac and deployed in this artery. Finally, a 5x14 paramount mini was introduced and able to cross the renal artery lesion and deployed to treat target lesion. Please reference MDR 2183870-2011-00237 for the other paramount mini in this procedure.